Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep pta balloon during treatment of a calcified lesion in the patient¿s tibial/popliteal trunk. Moderate vessel calcification, and tortuosity are reported. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed, and the device was prepped without issue. Embolic protection was not used. The balloon was not passed through a previously deployed stent. No resistance was encountered during advancement of the device. It is reported that a balloon burst occurred at a pressure of 7atm during balloon inflation. All balloon fragments were retrieved. No intervention was required to remove the balloon from the patient. A second amphirion deep balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation visual inspection: the pta was removed from the biohazard pouch for inspection. An inspection found the catheter was kinked approximately 14.5cm from the distal tip. The area of the kink showed the balloon was material was folded and buckled at the area of the kink. No other damages or anomalies were observed. Functional testing: a 0.014" guidewire was loaded the catheter. An inflation device was connected to the inflation port and the attempted to be inflated. The balloon leaked at the area of the observed kink. The product labeling indicates the nominal pressure is 7 atm an the rated burst pressure is 14 atm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.